Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 57.1-57.2cm from the connector pin. The etfe coating was intact at this location. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.